Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model#: mc1vr01-delsys / expiration date: 14-may-2022 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Mfg date: 26-nov-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the patient¿s breathing became shallow and their condition worsened. It was further reported that the patient experienced effusion, perforation and severe tamponade. It was confirmed that the leadless ipg tine fell out. Emergency percutaneous cardiopulmonary support ( pcps) management was performed. Drainage was performed. The patient experienced a sudden deterioration due to cardiac tamponade and passed away the next day after the implant procedure.